Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation has been completed.

Event description:
It was reported that a brown oily substance was found on the handpiece blade during an on-site maintenance visit at the account. There was no patient involvement. There were no adverse consequences reported as a result of this event.